Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 14aug2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen ergo ii device could not move while the injection button could be pushed down the patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (1509d04, manufactured september 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to pen jam. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. While the patient reported using the device since 2014 or 2015, the device was not manufactured until september 2015; therefore, it is possible that the patient used the device beyond its recommended use period. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a 35-years-old (at the time of initial report) asian male patient. Medical history was not provided. Concomitant medications gliclazide for the event of unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25, 100 iu/ml) from a cartridge via a reusable humapen ergo ii (tone blue/ blue, plastic), three times a day (15 morning, 8 unit at noon, 10-15 units at night) subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2014 or 2015. On (B)(6) 2019, the injection button of humapen ergo ii (blue, plastic) could not move while the injection button could be pushed down ((B)(4), lot 1509d04). On an unknown date in (B)(6) 2019, after using insulin lispro mix 25, he was hospitalized due to high blood glucose/there was high blood glucose and hospitalization. Information regarding corrective treatment and outcome of the event was not provided. Status of insulin lispro mix 25 was ongoing. The patient was the operator of the reusable humapen ergo ii device and his training status was not provided. The general reusable humapen ergo ii device model duration of use and suspect device duration was started in 2014 or 2015; approximately 4-5 years. The suspect device, which was manufactured in sep2015, was not returned to the manufacturer as it was replaced by the hospital. The initial reporting consumer did not know if the event was related to insulin lispro mix 25 drug. The initial reporting consumer did not provide relatedness assessment between the event and humapen ergo ii device. Update 23-jul-2019: information was received from product complaint (pc) team via a psp on 19-jul-2019. All the information was already processed in the case. No new medically significant information was received and hence no changes were made to the case. Edit 23jul2019: updated medwatch fields for expedited device reporting. No new information added. Update 14aug2019: additional information received on 14aug2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1509d04 of humapen ergo ii device. Corresponding fields and narrative updated accordingly. Upon internal review updated device age of approximately 5 years.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) years-old (at the time of initial report) asian, male patient. Medical history was not provided. Concomitant medications gliclazide for the event of unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25, 100 iu/ml) from a cartridge via a reusable humapen ergo ii (tone blue/ blue, plastic), three times a day (15 morning, 8 unit at noon, 10-15 units at night) subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2014 or 2015. On (B)(6) 2019, the injection button of humapen ergo ii (blue, plastic) could not move while the injection button could be pushed down (pc# (B)(4), lot# 1509d04). On an unknown date in (B)(6) 2019, after using insulin lispro mix 25, he was hospitalized due to high blood glucose/there was high blood glucose and hospitalization. Information regarding corrective treatment and outcome of the event was not provided. Status of insulin lispro mix 25 was ongoing. The patient was the operator of the reusable humapen ergo ii device and his training status was not provided. The general reusable humapen ergo ii device model duration of use was unknown but started in 2014 or 2015 and suspect reusable device duration of use was unknown. The action taken with status of suspect reusable humapen ergo ii device was unknown. The status of suspect reusable humapen ergo ii device was ongoing and the return of suspect reusable humapen ergo ii device was not expected. The initial reporting consumer did not know if the event was related to insulin lispro mix 25 drug. The initial reporting consumer did not provide relatedness assessment between the event and humapen ergo ii device. Update 23-jul-2019: information was received from product complaint (pc) team via a psp on 19-jul-2019. All the information was already processed in the case. No new medically significant information was received and hence no changes were made to the case. Edit 23jul2019: updated medwatch fields for expedited device reporting. No new information added.